Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). It was reported that during the procedure, a 3.0 shockwave balloon experienced a loss of pressure, and a thrombus was observed post-angiography distal to the original lesion. The patient experienced chest discomfort and st elevation. A thrombectomy was performed to remove the clot and then another 3.5 shockwave balloon was used to deliver 80 additional pulses to complete the case. The rca was stented, and the patient was observed overnight and remained stable with a good outcome. After reviewing the films, the physician noted that the lesion had mixed morphology, and the clot did not appear to be caused by the balloon's loss of pressure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the balloon loss of pressure and subsequent patient outcome of thrombus, chest pain, and st elevation could not be definitively determined based on the information available. The physician noted that the clot did not appear to be caused by the balloon's loss of pressure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.